Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Was derived based on info documented by a carefusion tech support specialist in response to phone conversations with user facility reps. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and was unable to reproduce/verify the complaint. Thus no root cause was determined. The carefusion field service rep reviewed the device's error log and did not find any inop errors noted however he did find circuit fault errors listed. This indicates that the pt circuit may have been disconnected, occluded or if the pt was on non-invasive ventilation an ill fitted mask. The operator's manual states the following in regards to the "circuit fault" alarm: "circuit fault is displayed if the inspiration pressure exceeds the high pressure limit plus an offset, which is determined by the amount of inspiratory flow. This condition occurs when the breathing circuit tubing is disconnected or occluded." Note: circuit fault alarm can appear when a mask is not fitted well to the pt's face during non-invasive ventilation. Improving the mask fit will eliminate this alarm." The carefusion field service rep ran the device through a complete checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the facility's control ready to be placed back into service. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to phone conversations with user facility reps. "Director of respiratory [name removed] called in stating this ventilator was reported to him to be inop while on a pt. He could not provide more details, but provided contact info for reporting nurse [name removed]." "Followed up with [name removed] and he states upon entering room he noticed the pt was not breathing and turning blue, the pt was on CPAP mode. He took the pt off the ventilator and started providing manual ventilation via ambu bag. The pt is ok, and is now on a replacement ventilator. He states the ventilator had a visual alarm in yellow of circuit fault, however when he walked in there was not an audible alarm."